Manufacturer narrative:
Additional information provided. The customer¿s report of a leak at the connection was not confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Functional testing resulted in no leaking. A test pump infusion reached completion without any pump alarms or irregularities noted. The root cause of the reported failure was not determined.

Event description:
The customer reported the pump module alarmed for high pressure during an epinephrine drip. The patient¿s blood pressure was very labile and a second tubing and pump module were prepared to replace the infusion that alarmed. When changing the epinephrine line, the connection of the set to the PICC was wet from a fluid leak; therefore, the new epinephrine infusion was connected to another port on the PICC. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: pri tubing; 10ml bd syringe ref (B)(4), lot number 724212a, exp 2020-08-20, 0.9% nacl, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the pump module alarmed for high pressure during an epinephrine drip. The patient¿s blood pressure was very labile and a second tubing and pump module was prepared to replace the infusion that alarmed. When changing the epinephrine line, the connection of the set to the PICC was wet from a fluid leak; therefore, the new epinephrine infusion was connected to another port on the PICC. There was no report of patient harm.